Manufacturer narrative:
Citation: a. Hawatmeh. Variable pacemaker dependency at 1 year after transcatheter aortic valve replacement. Circulation. 2017 vol. 136 suppl 1524-4539; nov 11 2017 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding variable pacemaker dependency at 1 year after transcatheter aortic valve replacement (tavr). All data were collected from a single center between april 2013 and december 2016. The study population included 686 patients, an unknown number of which were implanted with medtronic corevalve device. The serial numbers were not provided. Among all patients in-hospital and 12-month mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: permanent pacemaker implantation, third degree atrio-ventricular (av) block, atrial fibrillation, bifascicular block and trifasicular block. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.